Event description:
It was reported, the patient was unable to communicate with the programmer, and was receiving an error code. The sjm representative met with the patient and determined the ipg was nonresponsive. It was reported the patient had not recharged the ipg in over 3 months. The patient was not interested in surgical intervention to address the issue at this time.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.